Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4): omitted information regarding ins interfering with medical equipment found in (B)(4). Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient wanted to get a hold of a manufacturer representative because they needed to have their ins recharged with a trickle charge. The patient reported that their ins had been turned off for two years. The patient had not successfully charged the ins in two years. The patient reported that the manufacturer representative had tried really hard to get the ins to cover the pain in the lumbar spine, but they could never get the ins to cover the pain in that area. The patient noted that the stimulation only went into their legs and that they did not know why. The patient also reported that they were having a problem with pain going down their legs. The patient reported that they are waking up every night with shooting pain coming from the hip. It was reported that the patient had had a MRI and been given injections for the pain. On 2018-jun-05 additional information received from a manufacturer's representative reported that the patient's device was overdischarged. They couldn't communicate with their ins. A representative told the patient how to perform a physician recharge mode and they performed this three times. On 2018-june-29, additional information received from the manufacturer's representative reported that the issue was resolved by replacing with new battery and no lead replacement. Existing lead was functioning. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.